Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that no current problems exist with the patient. No further information was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead (B)(4). Applies to the ens ((B)(4)) (B)(4) apply to the lead fdc applies to both the lead and the ens ((B)(4)).

Event description:
Information was received from a manufacture representative regarding a patient with a wireless external neurostimulator (wens). It was reported that the patient was having difficulty increasing stim without getting a 'settings not available' screen. The patient was programmed at 1+ -2 3-, at 300usec and 40 hz. Initially the rep said he was not using electrode 5<(>&<)>14 because they were red, but when he tested impedance again all the electrodes were good at 840-1000 ohms. The rep then noted that the patient started a trial with a competitor companies ens device and this manufactures leads, and then switched out the competitors ens with this manufactures ens using the same leads. It was also noted that the 'wire looked frayed' which may account for the impedance issues. It was suggested that the rep test impedance more to see if they could get electrodes with consistent impedances and to use those programs instead. No patient complications/symptoms were reported.